Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) that was induced by over pacing. Upon review, it was noted that there were undersensed premature ventricular contractions (pvc), leading to over pacing on the right ventricular channel. Which suspected to induce vt. Technical services (ts) recommended increase the sensitivity on the rv to try and avoid this undersensing. No adverse patient effects were reported. This product remains in-service.